Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the cassette) on the homechoice (hc) machine during drain 3 of 4. The home patient (hp) stated the supply bag became disconnected, so the hp disconnected using aseptic technique. The hp would notify the peritoneal dialysis (pd) registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. The device involved in the incident was unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because the supply bag became disconnected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).